Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Following information requested but unavailable: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
Title : liver resection using cavitron ultrasonic surgical aspirator (cusa). Versus harmonic scalpel: a retrospective cohort study. Author : adam s. Bodzin a, benjamin e. Leiby b, carlo g. Ramirez c, adam m. Frank c, cataldo doria. Citation: international journal of surgery (2014) 1-4, http://dx.doi.org/10.1016/j.ijsu.2014.02.007. This single-center retrospective cohort study aimed to evaluate the safety and efficacy of two device combinations used in parenchymal division during hepatic resections in non-cirrhotic patients and without inflow vascular occlusion. From july 2004 until june 2010, a total of 47 patients were identified and evaluated and underwent laparotomy for first-time hepatic resection using the tissuelink in combination with either the cusa (n=27) or the harmonic scalpel (ethicon) (n=20, n=13 female n=7 male, median age of 55 years, range 28-85). Complaint included median estimated blood loss (ebl) of 250ml (range 0-1500ml) (n=20), and clavien-dindo grade iii complications: bile leak (n=1), and intra-abdominal abscess (n=1). The results of this study showed that the harmonic scalpel with tissuelink to be a safe, effective method of parenchymal division with significantly less ebl and los when compared to cusa with tissuelink.